Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The logs show that the "surgical snapshot" was captured after the intra-operative spin was taken, due to the intra-operative spin being pushed to the system before the snapshot was taken. If the surgical snapshot is not captured before the intra-operative spin, the software is unable to detect and alert the user of potential registration shifts. Furthermore, before beginning with navigation, the software presented a warning stating "possible shift of the drb detected by surveillance marker. Trajectory motion disabled. Perform an anatomical landmark check and reset surveillance if applicable". The user then repaired the surveillance marker and proceeded with navigation. The user acknowledges that they will perform an anatomical landmark check on the operative levels to ensure navigational integrity before navigation. Finally, during screw placement, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the forces and alerted the user. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
Rifai (distributer rep) informed that one case of l4-l5 mis fixation-intraop (alif first) workflow was planned on (B)(6) 2023. End effector was verified without any issue, but the ee was not getting detected during navigation. Tried to adjust the camera but still no detection and ee symbol on the screen was red. Finally, they have replaced the ee with another ee and it worked. They will update us later for the status of first ee. After placement of all the screws it has been observed in the post-op scan that the l4-r was shifted laterally and l5-l was shifted cranially from the original plan. Two screws were repositioned manually.